Event description:
It was reported that a patient underwent a posterior spinal fusion l5 to s1 with tlif using bmp at l5-s1 to treat degenerative lumbar disease at l5-s1, bilateral radiculopathy and bilateral sacrolitis. No intra-op patient complications were reported. Seven days post-op, the patient presented to the ER with low back pain. Approximately 18 months post-operatively, the patient underwent ¿removal of hardware, lumbar spine l5-s1 i.e., pedicle screws and rods, exploration of fusion, l5-s1, and decompression/hemi laminectomy far lateral nerve root decompressions of l5 nerve root¿ to treat lower back pain/left leg radiculopathy. Nine days post-revision, the patient presented in ER ¿with recent hardware removal of lumbar ¿ s spine with nerve root decompression¿ and stated it ¿feels like worsened sciatica¿. The patient alleges injury as a result of bmp use.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.